Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of a patient who was not washing her hands enough and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient was not washing her hands enough. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for that event. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from the event of peritonitis. The outcome for the event of the patient was not washing her hands enough was not reported. Per the reporter, the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the event of the patient was not washing her hands enough.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e19022 and h11i07086 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.